Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a noisy cycler during treatment. The patient turned off the cycler and disconnected. The patient powered on the cycler again and received a power fail recovery failed message. Technical support assisted with cancelling treatment; however, the noise did not occur during step 8 of setup. The patient stated there was fluid inside the door when they removed the cassette. Technical support assisted with cancelling treatment again and advised the patient to allow fluid to dry prior to using the cycler. The patient will re-setup with new supplies later for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient disconnected after the first dwell. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceptazidine (2 grams, intraperitoneal, daily) and vancomyacin (1500 mg, intraperitoneal, daily). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn could not confirm if the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a noisy cycler during treatment. The patient turned off the cycler and disconnected. The patient powered on the cycler again and received a power fail recovery failed message. Technical support assisted with cancelling treatment; however, the noise did not occur during step 8 of setup. The patient stated there was fluid inside the door when they removed the cassette. Technical support assisted with cancelling treatment again and advised the patient to allow fluid to dry prior to using the cycler. The patient will re-setup with new supplies later for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient disconnected after the first dwell. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceptazidine (2 grams, intraperitoneal, daily) and vancomyacin (1500 mg, intraperitoneal, daily). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn could not confirm if the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.